Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the receiver had no audio output. He patient experienced a hypoglycemic event, fell, hit his head, and sustained a wound that bled. The patient reported the g6 low alert was set to 4.5 mmol/l; however, in the past, the g6 would alert when he was at 4.5 mmol/l; however, on occasion it would not alert until he was at 3.1 mmol/l. No other details, the sensor insertion site or date were provided. There was no documentation of self or third-party treatment or medical intervention. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.